Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker observed the j18 spade connector was disconnected from the white energy capacitor wire. This was the cause of the reported issue. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't deliver defibrillation as expected.. As a result, defibrillation therapy may be delayed or unavailable, if needed.